Event description:
After hearing the FDA consumer notice on friday, (B)(6), 2012, consumer reports the toothbrush broke her crown while brushing. Consumer reports, "this happened a while ago". No defect of the brush was noted.

Manufacturer narrative:
Independent dental experts have concluded that the spinbrush toothbrush does not exert sufficient force to cause a tooth to chip or break, veneers to be removed, or caps/crowns to be dislodged; underlying dental pathology or poor dental practices are responsible.